Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia cassettes leaked from an unspecified location; described as the patient was ¿not able to complete their therapies because the machine was leaking on each therapy¿. The patient was connected at the time of the events. This occurred during use of the devices for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.